Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer initially attempted to address the issue by trying to load a new cartridge but was unsuccessful. After being instructed by technical support, the customer followed guidelines to clean the pump and attempted to reload a new cartridge, which resolved the issue. Technical support also assisted the caller in placing the pump back in its case.